Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No stuck button error alarms noted. Unable to perform self test or displacement test due to keypad anomaly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed stuck button. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the customer was not able to clear the alarm even after a battery change. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.